Event description:
Reporter indicated patient had a suspected lead break and underwent complete revision of the ncp system in 2006. High lead impedance reading were obtained at office visits seven days apart, indicating a possible lead break. Patient was experiencing an increase in seizures at the time of the revision surgery. The patient's current condition is unknown.

Manufacturer narrative:
H.6. Code device failure is suspected, but did not cause or contribute to death or serious injury.